Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was damaged, but still operable. The following information was provided by the initial reporter: "the nurse found that the tube and the rubber plug of the closed vein indwelling needle were broken, and a new closed vein indwelling needle was immediately replaced. "

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 0231174. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system was damaged, but still operable. The following information was provided by the initial reporter: "the nurse found that the tube and the rubber plug of the closed vein indwelling needle were broken, and a new closed vein indwelling needle was immediately replaced."